Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while unspecified sensing issue was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported a patient's atrial lead presented with a helix rotation issue and poor sensing during implant on (B)(6) 2023. The lead was not used and replaced in the same operation. Post-procedure the patient was stable.